Manufacturer narrative:
Correction needed: the suspect product was inadvertently reported as the generator on the initial MDR. Section d, h4 updated to reflect the lead as the suspect product. H6 code "type of investigation" and section h3 updated to reflect that the lead is not accessible for testing and has not been returned.

Event description:
Product analysis was completed on the returned generator.. High impedance was not duplicated in the pa lab. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. No further relevant surgical intervention has occurred to date. No further relevant information has been received.

Event description:
The explanted generator was not discarded. It was received for analysis but analysis of the suspect product has not been completed to date.

Event description:
It was reported that during a replacement, high impedance was detected on the replacement m1000 generator, after getting high impedance twice, they reconnected the old 103 generator to see it would display high but it displayed ok impedance. Finally they connected the m1000 generator one last time to sentiva and it still showed high impedance. A new sentiva generator was opened and used and on the first impedance check, the impedance was within normal limits. The device history records were reviewed for the generator. The generator passed final functional and quality specifications prior to release per historical hospital policy, the generator was discarded. No further information has been received to date.